Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Type of report is initial.

Manufacturer narrative:
Additional information received from the manufacturers representative indicates that there was no device malfunction and that the person who stated that the device was not functioning appropriately was the emergency room physician and not the manufacturers representative. Further reported that the pacemaker was trying to pace a heart that was in electro-mechanical disassociation nad that the hospital attempted to pace with an external ICD and placed a temporary pacing wire without successful pacing. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uf number modified to meet the required format for FDA. (B)(4).

Manufacturer narrative:
Additional information received from the manufacturers representative indicates that there was no device malfunction and that the person who stated that the device was not functioning appropriately was the emergency room physician and not the manufacturers representative. Further reported that the pacemaker was trying to pace a heart that was in electro-mechanical disassociation and that the hospital attempted to pace with an external ICD and placed a temporary pacing wire without successful pacing. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uf number modified to meet the required format for FDA. (B)(4). Additional information received from hospital indicates that emergency services was called to patient house for complaints of dizziness and lightheaded. The patient was transported to emergency room. Admission blood pressure was hypotensive and several liters of intravenous fluid were given. The patient was being admitted for shock thought to be a cardiogenic cause. The patient started having less and less capture with the pacemaker. An amiodorone drip and magnesium were given for possible torsades and a recheck troponin was positive. The patient was externally paced and blood pressure responded for a minutes when became hypotensive again. A transvenous lead was placed and failed to capture. The patient became asystolic and despite resuscitation efforts, the patient died. Per the emergency physician notes, the cause of death is "probably secondary to cardiogenic shock from nonfunctioning aicd."

Event description:
It was reported via a 3500a facility medwatch that the patient presented to the emergency department on (B)(6) 2011 with lighheadedness, nausea and low blood pressure which began that morning. The patient woke up and was feeling dizzy and was persistently vomiting. Ems was called and upon arrival, the patient's systolic blood pressure was in the 60's. The patient did not note the implantable cardiac defibrillator (ICD) had fired and denied any chest pain. The patient was admitted for shock which was "likely due to cardiogenic cause". Further reported the patients "malfunctioning ICD was thought to be the etiology." The patient required external pacing which resulted in an initial improvement in blood pressure which lasted for a few minutes. A manufacturers representative confirmed the ICD was not functioning proplerly. An attempt was made to place a transvenous pacemaker, but this did not capture either. Patient became asystolic, CPR was started and patient expired.